Manufacturer narrative:
Final analysis found an external abrasion at 14.3 cm to 14.5 cm from the connector pin which breached the outer insulation and exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. Also noted was clavicular crush damage at 23.1 cm to 23.9 cm from the connector pin. The damage found likely contributed to the reported lead noise.

Event description:
New information reported stated that the lead was explanted on (B)(6) 2015. No additional information was reported.

Event description:
It was reported that during a routine follow-up of an asymptomatic patient, reproducible noise was observed on the atrial lead. No intervention was reported.